Event description:
It was reported that this left ventricular (lv) lead was repositioned due to stimulation on all lv vectors. The lv pacing was turned off for several years. To date, this lead remains implanted. No additional adverse patient effects were reported.